Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the following likely led to the malfunction: due to wear of angle wire, the play of u/d and r/l knob is out of the standard value, due to wear of angle wire, bending angle in u/d/l/r direction does not meet the standard value, and fe knob is deformed. The cause was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air water-cylinder and air water-tube. There was no patient involvement.